Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: two controller ac adapters ((B)(4)) were returned for evaluation. The controller ac adapters were returned without power cords. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned devices revealed that units passed visual inspection and functional testing. A review of the packaging documentation revealed that the power cords were not packaged with the associated controller ac adapters. As a result the reported event was confirmed. A possible root cause of the reported event can be attributed to packaging issues. An internal investigation was initiated to evaluate this issue. Additional products: heartware ventricular assist system ¿ controller ac adapter, model #: 1430us / catalog #: 1430us / expiration date: 30-sep-2021 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: yes, return date: 08-jan-2020. Device evaluated by MFR: yes dev rtn to MFR? Yes. Mfg date: 01-oct-2019. Labeled for single use: no. (B)(4). Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Two controller ac adapters were returned to the manufacturer because they were received and the shipments did not include power cords. The controller ac adapters subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.